Manufacturer narrative:
If explanted, give date: unknown if the lens was not fully implanted and therefore explanted. Expiration date and unique identifier (UDI#): unknown, because the serial number was not provided. A contact name was not provided. Device manufacture date(s): unknown, because the serial number was not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was delivered into the patient's eye completely ripped in half. No further information was provided.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the lens was discarded by the customer. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it was discarded; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number was not provided; therefore the manufacturing records for the intraocular lens could not be reviewed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.